Event description:
It was reported that this right ventricular (rv) lead was suspected of high out of range shock impedance, and variable high shock impedances. Additionally, the pacing thresholds were high. No noise was noted. Technical services (ts) discussed troubleshooting. This investigation wiii be updated should further information become available. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).